Event description:
(B)(4) painful and heavy periods, hair loss, abdominal pain, back pain, muscle ache, headache, dizziness, brain fog, nauseous, weight gain, anxiety, depression, fatigue, extremely mood changes, irritability, urinary infection, gas, loss of intimacy, painful sex.